Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was no confirmed. In addition to the findings reported in event, the following non-reportable malfunctions were identified: due to a missing nozzle the amount of water contact does not meet specification; damage or deformation due to physical stress; the charge coupled device (ccd) unit is damaged, and the switch personal computer board is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility."

Event description:
It was reported that during a routine maintenance, error 315 occurred on the evis lucera elite colonovideoscope. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charge-coupled device unit was broken by applying physical stress to distal end of the device while the user was handling the device which led to electrical abnormality. As a result, error message was displayed temporarily at the user facility. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.